Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence inaccurate delivery include anatomy landmark visibility, patient pre-existing conditions such as calcification levels, compliance of native anatomy, procedural complications, and tension applied on the delivery catheter system (dcs) during positioning. In this case, it was reported that the patient anatomy was extremely tortuous which made it difficult to manage the implant depth of the valve. Per the instructions for use (IFU), the bioprosthesis should be placed so that the skirt is within the aortic annulus (approximately 4 mm to 6 mm below the annulus). The paravalvular leak (pvl) most likely resulted due to suboptimal position as the valve was reported to have been implanted ¿too deep¿. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted too deep and severe paravalvular leak (pvl) was noted. A balloon aortic valvuloplasty (bav) was performed but did not improve the pvl. Subsequently, a second transcatheter bioprosthetic valve was successfully implanted, valve-in-valve, at a higher depth. The pvl reduced to mild. It was reported that the patient anatomy was extremely tortuous which made it difficult to manage the implant depth of the valve. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.